Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that between cases the scrub technician noted the microscope was rocking when put into position. The case was completed as planned.

Manufacturer narrative:
The system was examined and the reported event was confirmed. A bolt was tightened to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on september 19, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event can be attributed to loose screws. How or when the bolt became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).